Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the irrigation control device was blocking during use. There were no delays to the planned surgical procedure. A spare device was available for use to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further investigation, it was determined that MFR# 8030965-2017- 12918 is a duplicate of MFR# 8030965-2017-12836. Reference MFR# 8030965-2017-12836 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.